Event description:
The customer reported no sound on the piic classic. The device was in use. No injury or medical intervention was reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported no sound on the piic classic. The device was in use.